Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device was replaced on (B)(6), 2011. The reason for the replacement was that the battery had died. A dye study was performed intraop. The dye study revealed that the pt's catheter was no longer patent. The pt had withdrawal type symptoms in february and (B)(6) of 2011. The pump was stopped on (B)(6), 2011 upon interrogation. Since the pump was not working, the pump was "left empty," according to the rptr. The size of the pump that was removed was 40cc and the catheter length was 56.5 cm. The pt was not injured. The pt recovered without sequelae. The drug in the pump at the time of the event was morphine.